Event description:
The devices stopped working. Although the display remains on, no output indicators flash, meaning no output from the device is being detected. This lasts 3-4 seconds, then the pacemaker resumes normal operation. This cycle repeats itself, but is unable to determine if there is a regular interval based on the info they were given. After changing the mode, the pacemakers appeared to function normally. Second incident occurred 07/25/2000.